Event description:
The customer originally returned his olympus endoeye flext deflectable videoscope due to an air/water leakage issue with the connector. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the unit was not producing an image. This report is being submitted to capture the lack of image produced during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Water tightness had been lost due to the cracking of the video connector case. Additionally, the subject device was not producing an image due to a damaged printed circuit board. The curved rubber adhesive was missing. The video connector, upper directional plate, light guide connector and the light guide cover glass all had scratches present. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the event of ¿no image¿ occurred due to the defect of the image sensor unit, failure of the internal board of the video connector, or the system. However, the root cause could not be determined. This supplemental report includes information added to e1 and h4. Olympus will continue to monitor field performance for this device.